Event description:
It was observed that during the device inspection, the intubation fiberscope exhibited adhesive around the objective lens and the light guide lens had both peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.